Manufacturer narrative:
The technician found the scale reading a negative weight, user error. The technician zeroed the scale and in-serviced the account to resolve the issue.

Event description:
The account alleged, the bed exit alarm will not set or arm. No patient impact.